Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the right middle cerebral artery (mca) using a penumbra system red 72 reperfusion catheter (red72), a sendit delivery device (sendit), a non-penumbra sheath, a non-penumbra microcatheter, and a guidewire. It was reported that the patient¿s anatomy was tortuous. During the procedure, while advancing the red72, the physician experienced resistance. Therefore, the physician decided to remove the red72. While retracting the red72, the physician experienced resistance and stretched and fractured the red72 at the distal end. It was reported that the sheath became kinked and pinched the red72 due to the tortuous anatomy. The procedure was completed using a penumbra system red 62 reperfusion catheter (red62) and the benchmark bmx96 access system (bmx96). It was reported that the fractured distal end of the red72 was removed using a snare device at a later date.

Manufacturer narrative:
Evaluation of the returned red72 confirmed stretching and a fracture on the catheter's distal shaft. If the device is retracted against resistance during use, damage such as this may occur. The reported tortuous patient¿s anatomy and kink on the non-penumbra catheter likely contributed to resistance during the procedure. Further evaluation revealed that the distal tip was crimped with a metal material. This was likely incidental to the reported complaint. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.